Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an uncut area on the side cut of flap and manually separated with the help of surgical scissors in the left eye during lasik procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the log files for the day of treatment shows no relevant errors or any relevant warnings. Log file shows four performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Root cause could be not be determined without further information, however a technical root cause can be excluded, device performed as expected. The manufacturer internal reference number is: (B)(4).